Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose and low blood glucose on the insulin pump. The customer's blood glucose level was 533 mg/dl. The customer was treated with 4 units. The patient does feel okay to troubleshoot. The customer will call back to do the high pressure test and will need to check the cannula to see if it is bent. The customer will monitor insulin pump and blood glucose. The customer was offer to troubleshoot low blood glucose but declined.